Manufacturer narrative:
The reported event of no capture and lead dislodgement was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented in-clinic for device follow up. It was found that the right ventricular lead was not capturing. Lead dislodgement was noted. The physician chose to explant and replaced the rv lead. There were no complications pre, intra and post-procedure; patient was in stable condition.